Manufacturer narrative:
Qn#1900121737 section d.4. UDI number updated to (B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f23m0040. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number on the returned iabc. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was a teflon sheath, three dilators, two 0.025in guidewires and the supplied 60cc syringe. Upon return, the stylet was noted inserted within the iabc central lumen. The teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully un-wrapped. A dried yellow media was noted on the exterior surface of the short driveline tubing. Upon return, the original packaging tray was immediately noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. The arrow sticker was noted cut/ripped and a portion of the sticker was completely missing. This packaging sticker is not to be removed. Since damage to the "arrow" packaging sticker was noted, which indicates that the catheter was not prepped per the instructions for use (IFU), an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:" connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fully inserted. Remove syringe. Remove catheter from tray, keeping it in line with balloon membrane. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon could not be filled completely" is confirmed. During the investigation the distal tip of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Unrelated to the reported complaint, the original packaging tray was noted with damage to the "arrow" packaging sticker, which indicates a potential that the catheter was not prepped per the instructions for use (IFU) and can result in damage to the catheter. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported " the patient was placed in a balloon catheter due to myocardial infarction, and the normal process was put into the patient's body, and during the work, it was found that the balloon could not counterpulse normally, and the balloon could not be filled completely, because of the patient's special situation, the catheter was checked after evacuation, and it was found that the anterior end was over-wrapped, and in order to prevent such situation from occurring in the next set of catheter, the catheter which had already been withdrawn from the body was manually filled up to the point that it was completely filled up to check the strength of filling, and the replacement of the brand-new catheter was put into the body, and it was worked 20 the catheter was replaced with a brand new one and worked for 20 minutes, and balloon counterpulsation was normal". Additional information states that the second catheter used was inserted into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the patient was placed in a balloon catheter due to myocardial infarction, and the normal process was put into the patient's body, and during the work, it was found that the balloon could not counter pulse normally, and the balloon could not be filled completely, because of the patient's special situation, the catheter was checked after evacuation, and it was found that the anterior end was over-wrapped, and in order to prevent such situation from occurring in the next set of catheter, the catheter which had already been withdrawn from the body was manually filled up to the point that it was completely filled up to check the strength of filling, and the replacement of the brand-new catheter was put into the body, and it was worked 20 the catheter was replaced with a brand new one and worked for 20 minutes, and balloon counterpulsation was normal". Additional information states that the second catheter used was inserted into a different insertion site. The patient's current condition is reported as "fine".